Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell several months ago and had not had effective pain relief from the drg system since. Consequently, surgical intervention was taken and the patient's drg lead at the l4 placement was replaced with a new one. Also, an additional lead was placed at the l3 location. Postoperatively, the patient reported receiving improved stimulation therapy coverage than before.

Event description:
Follow up identified a company representative met with the patient and confirmed the patient was receiving effective stimulation therapy.